Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a no delivery alarm and a failed battery test alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 577 mg/dl. The customer was able to clear the no delivery alarm. The customer cleaned the battery compartment the failed battery test alarm did not occur. The customer was advised to monitor the device and was sent a replacement battery cap. Nothing was replaced or returned.